Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx.this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the coating of the roadrunner uniglide hydrophilic wire guide was flaking. The device did not make patient contact, and there were no injuries or medical intervention reported.